Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. It was also observed that the device delivered abnormal energy. Stryker replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed the user test and logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a failure of transistor, designator q8. Q8 was electrically shorted.

Event description:
The customer contacted stryker to report that their device failed the user test and logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.